Manufacturer narrative:
On 30 september 2016 the medical affairs performed a clinical evaluation and commented as follows: aseptic loosening of femoral stem in cementless tha 5 years after primary in a young female patient. Only one intraoperative fluoroscopic image is supplied, which barely shows the loose stem but no other consideration can be made at this stage in absence of information. Batch review performed on 17 october 2016. Lot 103224: (B)(4) items manufactured and released on 03 december 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon noticed the stem was loose. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.